Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor was unstable and swivel was loose and motor and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that noise was coming from the machine. No air leakage indicated, no cutting issues noted. Found out when doing maintenance so there was no patient involvement. Evaluation of this device later found that the motor was unstable. No adverse events were reported as a result of this malfunction.